Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055912) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Result and assessment of the product technical complaint investigation received on 12-nov-2015. She had some mild cramping for several days but she was informed that this was an expected reaction. In 2014, hsg (hysterosalpingogram) test was performed. The radiologist report stated that the essure coils were in the proper place and that there was total tubal occlusion. She did not experience any discomfort, but she noticed that her cycles began to fluctuate a little bit; she would cycle between 21 and 29 days and the duration was about 5 days. Typically, the first 3 days would consist of heavy bright red blood flow and the last 2 or 3 days would be very sticky brown clots. Twenty months after the essure coils were placed (in 2015), she began her cycle and it was consistent with this pattern, except that the brown blood flow was heavier than normal. On (B)(6) 2015, she decided to check herself digitally; she inserted a finger into her vagina to scoop out the brown clots. She did this about 3 times and then her finger caught on something. She swept her finger around her vagina again and was able to touch the metal object; she felt and realized it was protruding from her cervix. She was able to insert a second finger and pinched the object and pulled it from her cervix. Immediately she knew it was the coil, but it was missing the inner insert. She swept her fingers around her vagina again and was able to locate the insert. With much difficulty, she was able to pinch it and pull it from her cervix. On an unspecified date, a repeat hsg was performed. Her gynecologist performed the procedure with the radiologist there to read the images. They concluded that the coil had come from her right fallopian tube, but it was completely occluded. The left coil remained in place. She stated that she received multivitamin, vitamin d supplement, cranberry tablet, acidophilus as concomitant medications. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that consumer decided to check herself digitally. She felt and realized it was protruding from her cervix. She was able to insert a second finger and pinched the object and pulled it from her cervix. Immediately she knew it was the coil, but it was missing the inner insert (considered as device breakage). The event device breakage is non-serious and listed upon receipt of the product technical analysis. In this case, it was reported that an hsg (hysterosalpingogram) test was performed and essure coils were in the proper place and that there was total tubal occlusion. It was unknown when the device breakage occurred. Based on its nature, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on (B)(6) 2015: despite follow up attempts, no further information was obtained. Follow-up received on (B)(6) 2015: consumer provided consent to contact her physician for additional information and requested to contact her obstetrician/gynecologist for lot number. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that consumer decided to check herself digitally. She felt and realized it was protruding from her cervix. She was able to insert a second finger and pinched the object and pulled it from her cervix. Immediately she knew it was the coil, but it was missing the inner insert (considered as device breakage). The event device breakage is non-serious and listed upon receipt of the product technical analysis. In this case, it was reported that an hsg (hysterosalpingogram) test was performed and essure coils were in the proper place and that there was total tubal occlusion. It was unknown when the device breakage occurred. Based on its nature, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Despite follow up attempts, no further information was obtained.